Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted on (B)(6) 2018. The user had a late facial nerve paralysis and an extrusion of the implant. As per new information received, the patient's issues started about 2 month before the explantation. The user needed lot of fitting sessions, in situ measurements were changing, some channels were disabled, the program configuration was carried out both by subjective answers and according to art, the user was very long confused in auditory sensations. The original surgical wound healed well, no problems were reported at the implantation surgery.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damage found during investigation is most likely related to the removal surgery. This finding was expected, because according to the patient report the device was explanted due to partial extrusion of the implant housing and unilateral facial nerve weakness of unknown origin. Based on information received from the field, the implantation surgery was uneventful and in situ measurements were indicative of a functional device. Further, due to the very late onset of the symptoms (i.e. (B)(6)year after implantation), facial palsy due to surgical trauma can be excluded. Facial nerve decompression has been performed and reimplantation is scheduled later in time.this is a final report.

Event description:
The user experienced extrusion of the implant and a late facial nerve paralysis. As per new information received, the patient's issues started about (B)(6)month before the explantation. Explantation and facial nerve decompression have been performed. Re-implantation is scheduled in (B)(6) months.